Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that diagnostics /troubleshooting performed included consulting the patient's most recent report and it showed a 10 minute lockout with a dri of 1 bolus every 2 hours. The rep called the patient and looked at the therapy details on the ptm and it showed the same. The rep stated that when they talked more about the timing, the remote did show that she was locked out for 2 hours. The cause of the patient being able to bolus more often than prescribed was due to the rep believing that the patient was just confused. The rep stated that the issue was resolved and ultimately there was no issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was spinal pain. It was reported that the manufacturer representative (rep) stated that the pat ient reported their personal therapy manager (ptm) was allowing them a bolus every one hour when normally it should be every two hours. The patient thought this started about a month ago when the power in their house went out. The lockout is programmed to 10 min but dri was 1 per two hours. The manufacturer's technical services specialist (tss) reviewed since dri is held in the ptm, it could be defeated by using another ptm or resetting it, but unclear how a power outage could affect it. Suggested considering programming lockout to desired interval rather than using dri.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a820 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.